Event description:
It was reported that during a stenting treatment procedure, the stent prematurely deployed. The target lesion was located in the superficial femoral artery. Prior to inserting into the guide catheter, the distal portion of the 5.0x122mm epic stent was noted to be deployed. The procedure was completed with a 6.0x120mm epic stent. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).